Event description:
According to the available information after inserting the catheter into the patient, a nurse noticed that the balloon had deteriorated once inside, resulting in a defective catheter. A new catheter was inserted.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't found another one on the same lot. Unfortunately, the sample was not available and was discarded by user. Balloon inflation/deflation issue is a known issue but according to the available information, the customer state having used a lubricant during operation (xylocaine gel). According to the instruction for use, we recommand to the customer to not use additional lubricant with hydro x-flow. The use of a lubricant can potentialy damage the balloon. Moreover, this lot number was a part of a field safety notice. Quality database was checked and revealed no action related to this issue.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information after inserting the catheter into the patient, a nurse noticed that the balloon had deteriorated once inside, resulting in a defective catheter. A new catheter was inserted.